Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that the customer received multiple malfunction alarms. The malfunction was successfully cleared, however, the following day, an additional malfunction alarm occurred. Tandem technical support advised customer that attempts to clear the malfunction should not be performed on the pump. Customer stated that they needed to continue use of the pump and would be re-setting the pump. Customer reported that blood glucose level was not adversely impacted at the time, but would be impacted as they needed to drive for the next hour. Customer declined any further follow up with tandem technical support and ended the call.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Subsequently, multiple intermittent malfunction alarms occurred. The customer stated they would continue to use the current pump until the replacement arrives against the advisement of tandem technical support. The customer stated that their blood glucose levels had not yet been adversely impacted but believed they would be as they needed to drive for the next hour. The customer declined any further follow up with tandem technical support.